Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to a low battery voltage. Based on a longevity calculation the device was found to be below expected limits. No high current measurements were found during bench testing and on the automated electrical system. The battery was returned to the vendor for analysis. No anomalies were found. The cause of the battery depletion remains undetermined.

Event description:
It was reported that during interrogation the battery voltage was beyond eri. Premature depletion was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.